Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the cementless duraloc acetabular component: 100 cases assessed after a minimum five year follow-up" written by j. Vernois, a. Gabrion, e. Havet. O. Gaullier, and p. Mertl published by review of orthopedic surgery accepted by publisher on 24 november 2003 was reviewed. The article's purpose was to report on long-term stability of uncemented cups utilizing press-fit technique. Data was compiled from 40 women and 60 men with age range of 30-80. All acetabular implants were duraloc press-fit acetabular implants with poly liners and at times 1-2 screws dependent on bone quality per surgeon's discretion. The femoral components were non-depuy. Article provides radiographic images for illustrative purposes. Depuy products: duraloc cup with poly liner. Adverse event: dislocations (treated by revision). Infection (treated by revision). Phlebitis with no further information provided (no interventions). Sciatica with no further information provided (no interventions).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.